Manufacturer narrative:
The devices were not returned to bsn for analysis as they remain in the hospital's possession. A review of the mfg documentation of the devices involved found that no anomalies or deviations potentially related to the reported event occurred during mfg. A review of sterilization records found them to be satisfactory. This is the final report.

Event description:
A report was received that the pt had his ipg and lead explanted due to his mid-line incision opening up, exposing the lead. The pt is reportedly doing well.